Manufacturer narrative:
Determination of root cause: assessment: via phone fix the territory manager (tm) observed in logfile that the user got opm 7 'pupil out of range' message (pupil off center). The tm advised the customer to insure that the pt's pupil remain in the center of the microscope field of view and centered on the tracked image screen. A mfg investigation was not performed as no parts were replaced. Conclusion: based on the results of the investigation, the root cause was determined to be due to the pt's pupil not being in the center of the microscope field of view on the tracked image screen. (B) (4) for use when the device problem is not known - (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: stopped firing twice due to loss of tracking, system message "opm 7". A technician reported the system stopped firing twice during the procedure. The surgeon was able to complete the surgery. There is no report of pt/user harm related to this issue.